Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a scheduled ablation procedure one year post procedure. The imaging showed that there was a device related thrombus present on the closure device. The closure device was still positioned ideally and there were no leaks present. The physician noted that the patient was non-compliant with prescribed aspirin. There were no other complications that were reported to have occurred.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a scheduled ablation procedure one year post procedure. The imaging showed that there was a device related thrombus present on the closure device. The closure device was still positioned ideally and there were no leaks present. The physician noted that the patient was non-compliant with prescribed aspirin. There were no other complications that were reported to have occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman device remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis, late (stent/treated vessel/device implant site/device). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of thrombosis, late (stent/treated vessel/device implant site/device) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.